Event description:
Customer reported blood set leaked and spilled on the floor. The user had spiked the blood bag, rechecked the patient approximately 30 minutes after the infusion was started, and noticed the leak, with 3-4 little cracks noted near the top of the drip chamber. States nurse had no squeezed the drip chamber more than usual to fill it. There was no patient harm or staff exposure. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Set has been requested and shipping label sent to customer, but set has not yet been received. Follow up report will be submitted with any new relevant information.